Event description:
Hello, my wife is at high risk for pre-eclampsia we purchased a withings connect blood pressure monitor. The device is widely complained about online by consumers to give inaccurate high blood pressure readings. We were not aware of this when we purchased it. We sent multiple videos to withings support confirming the inaccurate readings, however they refuse to admit it is faulty. My wife was told by her doctor several times to go to the ER during pregnancy to check for preeclampsia due to the faulty readings of this device. She's been under stress due to this device making her believe she could have preeclampsia again. Withings needs to have this device recalled and FDA approval needs to be revoked. Actual blood pressure was 120/80 (ER(emergency room)) device is reporting 160/100.